Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming 50 micron optical fiber caused the issue, and not the system. The system was then tested and met all product specifications. The system was manufactured on march 2, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; the root cause was the nonconforming 50 micron optical fiber. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser is not marking. Additional information has been requested.